Manufacturer narrative:
Concomitant medications included amaryl, aspirin, calcium, eye drops, losartan, metoprolol, plavix, and vit d3. The exact event date is unknown; however, it was reported that the event occurred in 2008 (6-12 months post cypher placement). Complaint conclusion: as reported from the medical affairs, a patient with a medical history of nkda, no pmh of hypertension, smoking, alcohol or drug abuse, diabetes type 2 and unspecified bypass surgery in 1994; had a cypher stent and four unspecified stents placed in unknown vessels due to chest pain and difficulty breathing on or around (B)(6) 2006. As further treatment for the chest pain and difficulty breathing, physician prescribed plavix and baby aspirin. Approximately 6 to 12 months after stents were placed, patient experienced breathing problems described as when walking a short distance outside, had to stop and hold up on the tree. As treatment, patient had a doctor's visit and had a chest x-ray done. Result was unknown. As further treatment, patient had a scheduled hospitalization. While in the hospital, patient had an unknown procedure done in which patient had three unspecified stents restenosed for an unknown reason. Patient was discharged about 2 to 3 days later. Event resolved. There is no lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event.

Event description:
As reported from the medical affairs, a patient with a medical history of nkda, no pmh of hypertension, smoking, alcohol or drug abuse, diabetes type 2 and unspecified bypass surgery in 1994; had a cypher stent and four unspecified stents placed in unknown vessels due to chest pain and difficulty breathing on or around (B)(6) 2006. As further treatment for the chest pain and difficulty breathing, physician prescribed plavix and baby aspirin. Approximately 6 to 12 months after stents were placed, patient experienced breathing problems described as when walking a short distance outside, had to stop and hold up on the tree. As treatment, patient had a doctor's visit and had a chest x-ray done. Result was unknown. As further treatment, patient had a scheduled hospitalization. While in the hospital, patient had an unknown procedure done in which patient had three unspecified stents restenosed for an unknown reason. Patient was discharged about 2 to 3 days later. Event resolved. Physician then recommended vitamin d3 for good health and calcium to increase bone strength. Approximately three years post initial stent placement, during a doctor's visit, patient had a routine blood test which showed high blood glucose level described as 175. Baseline was 115. As treatment, physician prescribed amaryl 4 mg. It was not obtained if event was resolved. Physician then prescribed metoprolol 50 mg for an unknown reason. As further treatment for high blood glucose, physician increased the amaryl 4 mg to 8 mg.